Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the cause of bg was unknown. Customer addressed bg by consuming carbohydrates (glucose tabs, orange juice, grape juice). Customer's bg level at time of report was 66 mg/dl. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the cause of bg was unknown. Customer "felt lethargic" and required assistance addressing bg by consuming carbohydrates (glucose tabs, orange juice, grape juice). Customer's bg level at time of report was 66 mg/dl. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.